Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for less than 24 hours. No further information available.